Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v589285, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient tested positive for interstitial cystitis (ic). Symptoms included urgency, feeling as if they were not emptying their bladder, pressure in bladder, and a burning with urination. This was reported to be a new illness, injury and an ongoing event. There was medical ornon-surgical intervention on (B)(6) 2013. There was a potassium challenge test and "puf" questionnaires and both tested positive for ic. On (B)(6) 2013, the patient was prescribed atarax 25 mg by mouth twice daily. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.